Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information from a boston scientific field representative that a health care provider (hcp) reported this patient passed away during the attempted extraction of leads following the onset of a device pocket infection. There were no allegations against this lead or the other system components. The hcp noted that the death was associated with the patient's blood pressure dropping during the surgical procedure. An echocardiogram was performed but showed no evidence of an effusion. The products subsequently were not explanted.